Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h10 update - upon investigation of the actual device used in this incident it was determined that the station was configured to require a biometric scanner re-verification after every 1 min 30 seconds of inactivity for items. The technical support specialist configured the universal serial bus settings to prevent the device getting into sleep mode. The system functioned as intended.

Manufacturer narrative:
Investigation pending, a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message after a user attempted to remove medication. The user attempted to remove fentanyl and received an unable to dispense error message. The user confirmed that they were able to successfully remove medication by rebooting the device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-nov-2021 to 08- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed an error message after a user attempted to remove medication. The customer was instructed to reboot the device. After that the medication was removed without an error. The technical support specialist updated usb settings to not go to sleep and resolved the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system displayed an error message after a user attempted to remove medication. The user attempted to remove fentanyl and received an unable to dispense error message. The user confirmed that they were able to successfully remove medication by rebooting the device. There were no adverse events or injuries reported based on this incident.